Event description:
A report was received that a pt was experiencing a twitch in her toes whether the stimulation is on or off. The pt underwent a revision procedure, because the physician suspected that the suture sleeve was pressing on a nerve. During the procedure, the physician found that the pt had scar tissue and removed it. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.